Event description:
According to the available information, two kits had the same lot number, but different expiration dates on the labels.

Manufacturer narrative:
Three sealed boxes were received for evaluation. The expiration date for item aj42741002 lot number 8302300 is july 2023. One of the kits was determined to have two labels: one label with an expiration date in july 2023, and one with an expiration date in june 2023. It was determined the batch was recontrolled at the distribution site, and labels had been modified for the lot.